Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs. The device worked as intended and no damage was found on the internal components. Representative sample was returned for evaluation. Visual and functional inspections were performed. The device was fully dispensed prior to analysis and upon functional testing the device worked as intended and no abnormalities were found on the internal components. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white positioning tip of the device was detached from the shaft when the surgeon fired the straps to anchor the mesh in the peritoneum. The tip was removed and a like device was used to complete the procedure. There were no adverse patient consequences reported.